Event description:
According to the information received on 21-oct-2021, a patient was injected on (B)(6) 2021 with rha 4 in the cheeks and rha 3 in the submalar area. On (B)(6) 2021, the patient received a second injection of rha 3 in the anterior cheeks. On an unknown date either end of september or beginning of (B)(6) 2021, the patient underwent a dental cleaning. Two weeks later, on (B)(6) 2021, the patient experienced moderate swelling and firmness in her left medial anterior cheek and nasolabial folds, where the fillers were previously injected. She presented at the nurse's office on (B)(6) 2021, who palpated 4 well defined nodules in the submalar area and diagnosed a delayed biofilm reaction. On the same day, the patient was injected with 150 units of hyaluronidase. The nurse suggested a course of antibiotics but the patient declined it as the area was not tender and she felt fine. At the time of the filling of this report, the events were partially resolved. Despite reminders, no additional information was received.

Manufacturer narrative:
Additional MFR narrative: delayed inflammatory reactions that manifest as oedema, redness, nodules, are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their etiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. In this case, the patient underwent a dental procedure several months following the injection, which may have potentially caused a bacterial infection, and in this case, as diagnosed by the injector, a biofilm. In case of biofilm, the gel is surrounded by common skin colonizing bacteria that irreversibly adhere to the gel inducing a permanent immune response. Given the sterility of the gel, they are rather due to a defect in the aseptic environment of the injection. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred in the united states. According to the information received on 21-oct-2021, a patient was injected on (B)(6) 2021 with teosyal rha 4 in the cheeks and teosyal rha 3 in the submalar area. On (B)(6) 2021, the patient received another injection of teosyal rha 3 in the anterior cheeks. On an unknown date either end of (B)(6) or beginning of (B)(6) 2021, the patient underwent a dental cleaning. Two weeks later, on (B)(6) 2021, the patient experienced moderate swelling and firmness in her left medial anterior cheek and nasolabial folds, where the fillers were previously injected. She presented at the nurse's office on (B)(6) 2021, who palpated 4 well defined nodules in the submalar area and diagnosed a delayed biofilm reaction. On the same day, the patient was injected with 150 units of hyaluronidase. The nurse suggested a course of antibiotics but the patient declined it as the area was not tender and she felt fine. At the time of the filling of this report, the events were partially resolved.